Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found there were no any obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The device was cleaned, disinfected, and sterilize before it was sent to olympus. The air and water nozzle were flushed. There were no abnormalities in the reprocessing accessories. The air and water nozzle was wiped with clean lint-free cloths and flushed with detergent. However, the root cause could not identified. The following is included in the instructions for use (IFU): instructions for gif/cf/pcf-290 series operation manual chapter 3, â¿¿preparation and inspectionâ¿¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, â¿¿reprocessing of the endoscope (and related reprocessing accessories)â¿¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.